Event description:
It was reported that the customer gave a manual injection before connecting to the pump once connected, the pump gave a bolus and customer's blood glucose (bg) level subsequently decreased to 42 mg/dl. The customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.